Event description:
Customer reported that the insulin pump returned multiple no delivery alarms while filling the cannula. Customer was unable to troubleshoot at the time of the call as these were previous events. Blood glucose level was 125 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.